Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the patient line. Reportedly, the contact mentioned that they do not complete the air removal step. The user's blood glucose level was 320 mg/dl and it was addressed with insulin via the pump. The contact successfully primed the tubing to remove the air and resumed insulin delivery.